Event description:
Hello, my husband contracted a male yeast infection that went septic after using the "male external bd purewick catheter". At the time he was medically fragile and he died on (B)(6) 2024 from liver and kidney failure caused primarily by the toxic antifungals given to him to treat that septic infection. The product is supposed to wick away urine and is supposed to be suctioned into a vacuum bottle. We had a great experience with the female catheter and hoped the male version would be even better. Instead, the male version kept urine on my husband's skin overnight and we were at the emergency room within 24 hrs with a uti (urinary tract infection) that turned septic. The tests showed candidiasis as the main problem, and he was subsequently treated with strong antifungal meds that basically overwhelmed his liver and kidneys. He died on (B)(6) 2024 of liver and kidney failure.